Event description:
A falsely elevated troponin I result of 6.47 ng/ml was obtained on a patient sample. The result was not reported to the physician. The sample was retested and a result of 0.59 ng/ml was obtained. The sample was retested on an alternate analyzer and a result of 0.5 ng/ml was obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate what the cause for the falsely elevated troponin result was improper function of the hm cassette due to lack of monthly maintenance by the user.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was improper function of the hm cassette due to lack of monthly maintenance by the user. The malfunction was resolved after the customer corrected the problem with guidance from a siemens technical assistance representative. The instrument is performing within specifications.